Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through medwatch mw5083727 "I had a total knee replacements 2008, 2009. A competitor guard was used along with triathlon knee. Years of pain, had checked and nothing was found. After years of unbearable pain, falling, etc. Had revision surgery. I asked for all the parts to be taken out. After a few months of research, I found what was wrong.